Manufacturer narrative:
(B)(4). This report for an overprime - leak out of the patient line was confirmed and the root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting for a related report, the home patient (hp) stated the nurse (rn) had him loosen the flexi cap and go through the setup again. The hp stated solution came out of the patient line during priming. The hp stated the rn had him clean up the solution and he continued with the therapy. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.